Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to abdominal pump pocket seroma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was 15 kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient came into the clinic on (B)(6) 2018. On (B)(6) 2018, a large fluid collection was noted in the abdomen around the baclofen pump. The fluid collections were large enough the baclofen pump could not be accessed for the pump refill. The patient stated they had no pain or discomfort noted related to the fluid collection. Interventions included medical or non-surgical therapy on (B)(6) 2018 where they aspirated the fluid collection and 90ml of serous fluid was aspirated. The clinical diagnosis was abdominal seroma. The outcome of the event was ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient was receiving gablofen 2000mcg/ml for a total dose of 363.7mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-25. Method code added, result code added, conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study on 2019-jan-25. It was reported that the patient was seen in the clinic on (B)(6) 2018 and at that time the patient's pump pocket was documented as "normal". The outcome of the event was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.